Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that low pacing impedance was noted on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was unknown.